Event description:
The following was reported to gore: on (B)(6), 2019, a patient underwent an endovascular procedure to repair an abdominal aortic aneurysm and an internal iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. After all components were placed and ballooned, (and the re-constraining mechanism was no longer able to be utilized), procedural angiography revealed that the proximal end (a scallop) of the trunk-ipsilateral leg component, partially covered the ostium of the left renal artery, although blood flow to the left renal artery was confirmed. A bare metal stent was placed in the left renal artery to prevent possible left renal artery occlusion. The procedural angiography also showed a type ii endoleak, and the physician elected to monitor it. The procedure was concluded, and the patient tolerated the procedure.

Manufacturer narrative:
B.5. Updated. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion.

Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent an endovascular procedure to repair an abdominal aortic aneurysm and an internal iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. After all components were placed, procedural angiography revealed that the proximal end (a scallop) of the trunk-ipsilateral leg component, partially covered the ostium of the left renal artery, although blood flow to the left renal artery was confirmed. A bare metal stent was placed in the left renal artery to prevent possible left renal artery occlusion. The procedural angiography also showed a type ii endoleak, and the physician elected to monitor it. The procedure was concluded, and the patient tolerated the procedure.